Event description:
It was reported that high, out of range, high voltage lead impedance was observed via remote transmission. Review of the trends showed a gradual increase in high voltage lead impedance and pacing lead impedance. The lead was capped and replaced. The patient was fine after the procedure.